Manufacturer narrative:
(B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Smartset ghv cement was mixed for 45 seconds in cement gun and cement took 21 minutes to harden.

Manufacturer narrative:
(B)(4). Investigation summary: no information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Device history reviewed: 1 unrelated non conformance on this batch. Micro and sterility tests passed. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.